Event description:
It was reported that the needle on the manometer gauge was out of the scale. No patient involvement.

Manufacturer narrative:
The device was returned in good physical condition, apart from manometer gauge being out of scale. Functional testing was performed; the gauge was blown. The exact root cause was undetermined but wear and tear on 4-year-old device is likely. The manufacturing device history record was not performed, due to the age of the device. UDI number and protocol # are unknown, no product information has been provided to date.